Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2022 for high blood glucose level. Customer's blood glucose value was above 33 mmol/l at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. No further complications were reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.